Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. Information was received stating the sds balloon was inflated to 9 atmospheres three times which may have contributed to the reported difficulty to deploy (wall apposition). The anatomical information reported moderate calcification which may have also contributed to the reported difficulty to deploy and subsequently required post dilatation with a nc trek balloon catheter (additional therapy/ non-surgical treatment); however, this could not be conclusively determined. The lot history record review and similar incident query for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure, an unspecified xience stent system was advanced into the patient anatomy, the balloon was inflated to 9 atmospheres and the stent was deployed. The stent was not fully apposed to the vessel wall and required post-dilatation. An attempt was made to advance the nc trek dilatation catheter for post-dilatation of the stent; however, the catheter could not advance beyond the proximal edge of the stent. The catheter was removed from the anatomy without resistance. A new same size nc trek was advanced. The second nc trek was able to cross and post-dilatation was completed. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.